Event description:
It was reported that the event involved a male pt while in hemodynamics. The intra-aortic balloon (iab) was inserted through the teflon sheath via right femoral with no issues. After placing the iab and starting counter pulsation, blood was observed. As a result, when the iab was being removed it became difficult and potentially caused the tear in the right femoral artery. There was no report of pt death. The pt was injured and had complications due to the tear. There was no medical/surgical intervention required. There was a delay or interruption in therapy since they had to remove the iab and they did not insert another one. The pt outcome was the pt was transferred to the intensive care unit. Additional information received on (B)(4) 2012, stated that they did not attempt another iab because of the tear in the right femoral artery. The artery was repaired successfully. The pt recovered satisfactorily.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.